Manufacturer narrative:
The impella pump, returned, purge cassette and data stick were returned and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
It was reported that an air embolism occurred leading to patient death. During a left atrial appendage (laa) closure procedure, a versacross connect laac kit was selected for use. The patient was under deep sedation for intracardiac echocardiography (ice) only procedure. Venous access was obtained, and a watchman fxd double curve access system (was) was inserted along with versacross connect (vcc) transseptal access system. Transseptal puncture (tsp) was performed and the was and vcc was advanced into the left atrium (la), then the vcc system (dilator and wire) were removed. The physician stated the patient was observed taking a big snore when the vcc dilator was removed. A non-boston scientific pigtail catheter was advanced into the laa and a contrast shot taken. Immediate st segment elevation then heart block was noted. Air embolism was noted in the right coronary artery (rca). An interventional cardiologist who was present used a non-boston scientific (bsc) peripheral thrombectomy device to clear the rca of the air embolism. Air was removed with penumbra system. Vital signs stabilized and the laa procedure was continued. A 24mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted. The procedure was concluded. The patient was expected to fully recover but instead was transferred to another hospital for hyperbaric therapy. The following day post index procedure, the patient completed two (2) rounds of hyperbaric therapy without much change in condition. The patient did not recover and died two (2) days post index procedure. The device is not expected to be returned for analysis (disposed). In the physician's opinion, the air embolism is believed to have occurred when the dilator was removed. The physician believes air entered the watchman sheath when pulling out the versacross connect dilator/wire and the complication seemed to be centered around the patient being deeply sedated and heavily snoring, which may have created a large vacuum that was not anticipated when removing the versacross connect dilator/wire. The valve on the was may have contributed to the introduction of air during the index procedure.